Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01120, and #3005099803-2010-01121 for a description of the other devices. It was reported to boston scientific corporation that three injection gold probes were used during a procedure. According to the complainant, the first injection gold probe was put down the scope, and was working fine. However, the needle would come out, but wouldn't go back in. The handle was not forced beyond the operating limit (green zone). This happened with two other injection gold probes used in this procedure. The procedure was able to be completed with a different device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4)